Manufacturer narrative:
Approximate age of device: 4 years, 9 months. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient has a percutaneous lead tear on the distal end of the driveline. The customer reported applying rescue tape to secure the perc lead tear. There were no alarms reported. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed the report of outer jacket damage. The account reported applying rescue tape to the tear. No alarms reported. No log file submitted. No interruptions in device therapy reported. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. The patient remains ongoing on vad support with no further related issues reported. Hm2 IFU. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. All hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on this event.